Event description:
The facility representative reported an infuso.r. Pump with a condition of dropped and syringe clamp is broken off . This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of an infuso.r. Pump that had been dropped with a syringe clip broken off was confirmed but not reproduced during product evaluation. The cause of this was due to the pump being dropped. The syringe holder was replaced to fix the reported condition.if additional information is received, a follow-up will be submitted.